Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent implant removal surgery due to pain. Patient was originally treated for a subtrochanteric fracture of the femur on (B)(6) 2016. During the revision procedure, the surgeon could not connect the extractor to the helical blade even after removing the end cap and distal locking screw. The blade was in a locked state, so the surgeon tried to unlock it, but a hexagonal screwdriver just spun out. The surgeon then tried to remove it with a pliers or similar tool, but the blade did not move. Then, the surgeon removed the bones around the blade with a circular chisel and he moved the nail lightly with extractor to move the blade as much as possible. However, the surgeon could not proceed with extraction. Then, the surgeon connected a compression instrument to the locked blade, and carefully removed the blade by patently slap hammering under x-ray image. The removal was successful, but there is a risk of secondary fractures because the lateral cortex has been greatly reduced and the blade in bone head was removed with locked state. The procedure was successfully completed with a one hundred and twenty (120) minute surgical delay. Patient outcome is unknown. This report is for a pfna-ii blade. This is report 1 of 4 for (B)(4) and captures the cause of the revision surgery. The intraoperative events are captured under (B)(4).